Manufacturer narrative:
On august 5, 2024, mentor received additional information indicating that the correct date of event was on june 19, 2024. In addition, the patient was also diagnosed with bilateral breast capsular contractures (baker grades iii), bilateral breast ptosis, and asymmetry. The patient's implants were replaced with the following devices: (left) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 9989552 sn: (B)(6). And (right) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 9989871 sn: (B)(6). This medwatch form is for the left breast prosthesis. Complications on the right breast will be reported under mrn.

Event description:
It was reported that a patient underwent primary breast augmentation with two 500cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via physical examination and an unspecified scan, with left breast implant rupture. As a result, the patient underwent breast implant removal surgery on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).